Event description:
Customer indicates while trying to input pt info, they got a communication failure and also said that they had a collimator error, and needed to re-boot system to correct problem. Also said orbital brake sticking. No pt injury.

Manufacturer narrative:
The service rep replaced flip flop brake, reseated all cca's in workstation and c-arm, and reseated ffb microprocessor, flashed nodes and reloaded cal files. Performed operational checks with no problems noted, system operating as intended.